Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards japanese affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve, an issue was observed with the delivery system after valve deployment. The valve was implanted in the native aortic position. After the valve deployment, the balloon shaft appeared to be bent, which was confirmed under fluoroscopy (please see photo and movie); however, this could not be confirmed outside the body. The operator additionally commented that there were significant resistance and stiffness during balloon inflation. No perceived root cause could be identified at the time of reporting. No actions were taken in response to the event. No patient injury occurred, and the patient remained in stable condition following the procedure. The delivery system will be returned for evaluation. Per additional information from the ew sales rep, there did not appear to be any difficulty with valve alignment. The flex was fully released at the time of valve deployment. Any change in the bending observed under fluoroscopy upon removal of the delivery system was unknown. When inserting and advancing the delivery system within the sheath, a considerable amount of resistance was encountered, giving the impression that tension was applied. Although valve alignment was performed without issue, tension may have been present.